Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 10 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The lesion being treated was a very calcified and 75% stenotic lesion in a tortuous mid lad coronary artery. The pt was asymoptomatic during this event. The procedure was successfully completed. Pt status is reported as 'good'.